Event description:
Additional information was received that the device was reprogrammed to resolve the event. The patient was stable.

Event description:
During a clinic follow-up, episodes of post-paced t wave oversensing and far-field r wave oversensing were observed on the device. Technical support was contacted, but no intervention has been performed at this time. The patient was stable and will continue to be monitored.